Event description:
It was reported that upon interrogation of a device implanted for three months, the remaining longevity was estimated to be 7 months. The output of the epicardial lead was reported as 5v. It was questioned if the longevity was normal because of the high output or if there is something wrong. The device is being monitored at this time. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or lead serial number, the manufacturing date cannot be determined.